Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet pump issued repeated alert 41 messages indicating an insulin shaft rewind error after user-initiated restarts, and the device was replaced; the user later reported elevated blood glucose after connecting to the replacement pump while using an inset 23-inch infusion set and libre 3+ cgm. Symptoms included hyperglycemia. Outcomes included a temporary impact on blood glucose control without medical intervention, outside assistance, or ketone testing, and blood glucose later stabilized. Investigation included troubleshooting with the user, replacement and return of the implicated pump, and data review guidance. Investigation included customer service troubleshooting and receipt and inspection of the returned device. Investigation of this case revealed a pump malfunction consistent with an internal mechanical or positioning fault in the insulin delivery mechanism that triggered the absolute range/rewind error. It was concluded that the cause was a device malfunction related to the insulin drive system.